Event description:
It was reported that balloon rupture occurred. The 90% stenosed shunt was located in the non-calcified vessel in the forearm. A 4.0-10/4t/90 symmetry stiff shaft balloon was advanced for dilation. However, during the second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.